Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The patient reported the needle button popped up and that no needle went into her skin. Patient stated she pressed the "round portion" of the start button and heard a "click" however 5 minutes later she noticed the button wasn't depressed. The first time this happened was (B)(6) 2020 then it happened 2 more times. Patient wasn't doing any excess movement or wearing tight clothes. Patient says she didn't touch the needle release button. Patient wears the v-go on herabdomen. Patient has 1 v-go available from (B)(6) 2020.